Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that their implant had to be removed and put into a different position because the implant wouldn't charge and the issue began last year 2024. Patient mentioned the implant was supposed to be straight or up and down to charge but the implant turned to the side. Patient met with their manufacturer representative (rep) after their procedure and went over their settings. Patient mentioned they needed to have 2 mris. Agent walked patient through MRI mode and patient was full body compatible. During the call patient's check position was grayed out and patient could not access adaptive stim. Patient mentioned they thought their representative already went over their settings after their procedure. Agent redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had an x-ray and noted the stimulator had flipped on its side and it had to be repositioned in their back. The issue was resolved.